Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of an electrode belt malfunction. Device evaluation of monitor sn (B)(4) is underway. There is no information available at this time to suggest a monitor malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated four times during the event. The patient was home alone on the day of the event and was found deceased by her son. Between 10:00:13 and 10:22:18 the patient degraded to severe bradycardia (10-25 bpm) with periods of asystole. Response button use during this period indicates that the patient had not lost consciousness. The patient remained in severe bradycardia/asystole. Between 15:20:36 and 15:21:53 the lifevest delivered four treatments during asystole. Oversensing of low amplitude cardiac input signal contributed to the false detections. The patient remained in asystole following the treatments. The lifevest was shutdown at 15:35:33. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.